Event description:
It was reported that the vad coordinator received a call noting that the patient was having low flow alarms. Their flow was 0 liters per minute (lpm) with a power of 3.4 watts (w). The pump running symbol was illuminated. The patient had signs of poor perfusion. Emergency medical services (ems) was called, and cardiopulmonary resuscitation (CPR) was initiated at some point. The patient unfortunately passed away. The family agreed to an autopsy. It was reported that the patient was seen in clinic 2 weeks prior to this event, and the pulsatility index was normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A3a: patient information was requested but not provided due to hospital policy. D9: date returned to manufacturer, updated. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation within the rotor which could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Evaluation of the inflow cannula revealed a small amount of thin, well adhered tissue ingrowth along the proximal edge. Additionally, small, white islands of fixed deposition were observed at the distal end of the inflow cannula. Although a specific cause for these depositions could not be conclusively determined, they were minimally obstructive to the blood flow path, suggesting that they were unlikely to have contributed to a flow or functional issue. Upon disassembly of the returned device, a tissue-like deposition was found occluding the eye of the rotor and partially extending into one of the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus could not be conclusively determined through this evaluation. Further examination of the remaining blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The inflow cannula and pump rotor depositions were sent for histopathology analysis. Per the analysis, the deposition found in the inflow cannula lumen was consistent with organizing pseudointima. The tissue removed from the distal end was consistent with an organized thrombus; however, the most distal tip had a focal area of active microthrombus formation, consistent with an implant that extended beyond six months status post implant. The evaluated device had been implanted for under four months, prior to the reported event. The deviation in this time frame was within the accepted margin of error. The deposition retrieved from the pump rotor was consistent with an ingested, organizing thrombus. Additionally, this material did not exhibit architectural histology consistent with de novo mural thrombogenesis (distinct, laminar, organization of parallel fibrin packaging), and did not exhibit a defined, tapered edge in downstream regions. Rather the depositions showed laminar, fibrin packaging without defined, downstream, organizing. This was consistent with thrombus formed upstream that had been dislodged in the device, with the upstream origin being unknown. Evaluation of the lvad event and periodic log files retrieved from the returned device captured a sudden decrease in pump flow to 0 liters per minute (lpm) on (B)(6) 2024. This finding appeared consistent with the reported events, and the finding of an occlusive deposition within the eye and vane of the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.